Manufacturer narrative:
The device was not evaluated as there was no allegation of device malfunction. The imaging from the tavr procedure was not available for review. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the annular rupture cannot be confirmed. However, a combination of patient factors (eccentric shaped aortic annulus, bulky calcification on the native aortic valve, a severely calcified aortic root, and narrow sov) and procedural factors (possible valve over sizing) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, following deployment of a 23mm sapien valve via a transfemoral approach, the left main coronary artery appeared to be obstructed and echocardiography noted a growing pericardial effusion. A second aortic root injection revealed contrast media extravasation into the pericardial space. The patient was placed on an intraaortic balloon pump (iabp) and converted to open surgical repair. Upon inspection of the aortic annulus, a tear originating at the annulus and extending into the aorta and left ventricle was noted. The sapien valve was explanted and a freestyle aortic root graft was implanted. Due to the tear in the patient¿s left ventricle, the bleeding continued. The ventricular tear was not able to be repaired and the patient subsequently expired on the operating room table. The native aortic annular diameter was 19.8mm by tee and 17.1mmx22.5mm (area 319.7) by CT. There was bulky calcification on the native aortic valve and the aortic root was severely calcified. The sinus of valsalva (sov) diameter was 24.5mm. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was held and there was no loss of pacing capture. Per the implanting physician, it is possible that the native aortic annulus was too small for the 23mm sapien valve, which may have caused the annular rupture.

Manufacturer narrative:
The investigation is ongoing.